Event description:
It was reported that the patient reported experienced a return of symptoms and was unable to get relief with device reprogramming. The physician performed an x-ray and found the lead had migrated. A surgical procedure was performed during which the existing lead was explanted and replaced with a new lead. There were no patient complications, and they were reportedly satisfied with their symptom relief following the procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k)# (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient reported experienced a return of symptoms and was unable to get relief with device reprogramming. The physician performed an x-ray and found the lead had migrated. A surgical procedure was performed during which the existing lead was explanted and replaced with a new lead. There were no patient complications, and they were reportedly satisfied with their symptom relief following the procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k)# (g4) - additional premarket / 510(k) # p190006.